Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient in (B)(6) was started on duopa therapy. In (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy with jenunal (peg-j) tube placed. On (B)(6) 2016, report indicated that the tube had formed a knot in the stomach, the tubing was changed.